Manufacturer narrative:
Internal file no: (B)(4). This report was filed by the manufacturer. The customer's complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
Received from the FDA a copy of a maude event report indicating the IV catheter burst due to injection pressure. There was no report of harm to patient or medical intervention. No further patient or event information was provided.